Event description:
In 2002, a patient who had a lifesite but also had a developed fistula that was being used and was being matured became chilly duirng dialysis. The patient was found to be unresponsive and was rushed to the hospital and the lifesite was explanted.